Manufacturer narrative:
.

Event description:
The hcp reported a patient was admitted to the hospital and released two days later. The hcp initially reported that the patient "is not doing well" and according to the patient's family, the patient was experiencing hallucinations. The patient was prescribed oral lioresal, which successfully resolved the hallucinations. The pump was checked for volume discrepancy; excess fluid found in reservoir. The pump was replaced and the patient recovered without sequela.